Manufacturer narrative:
The guide wire was returned without the spring tip. Examination of the guide wire revealed that the spring tip was fractured off 331.5cm distal to the proximal end of the wire. The outside diameter of the guide wire shaft at the fracture site was measured and indicated that the fracture occurred at the grind transition section of the wire. The guide wire was deformed and kinked just proximal to the fracture site. Further examination did not reveal any additional damage to the guide wire shaft. No biological material was observed on the shaft of the guide wire. The fractured guide wire section was sent for scanning electron microscope (sem) analysis. Sem analysis identified evidence of torsional stress of the face on the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the guide wire fracture could not be determined. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The physician had successfully accessed the lesion in the posterior tibial (pt) artery with a crossing wire. The physician then used a 0.035 trailblazer exchange catheter to exchange the crossing wire for the csi viperwire. A csi orbital atherectomy device (oad) was loaded onto the guide wire and the physician successfully completed atherectomy. The oad was removed, but while removing the viperwire through the exchange catheter, the tip broke off and was left in the pt artery. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.